Event description:
It was reported while using bd angiocath plus¿ the device wasn't tight enough and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage due to insufficient tight engagement at the connection part.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd angiocath plus¿ the device wasn't tight enough and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage due to insufficient tight engagement at the connection part.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.